Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
The reporter alleged that during surgery set up for an unknown surgical procedure on (B)(6) 2026 that there was a cable issue. The initial information received was that when they disconnected then reconnected the cable the issue was resolved. Further information obtained on the (B)(6) 2026, alleged that the console involved had an unrecoverable alarm and was actually not used in the planned procedure, but that they used a spare console. If the hospital had not had a spare console, this would have led to the procedure being converted. There was no allegation of any harm or impact on the patient. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.